Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that communication was lost between the imaging system and the viewing station of the imaging system. The representative reported that the replaced the interface (umbilical) cable to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect interface (umbilical) cable has been received by the manufacturer for evaluation. The cable failed bench testing. Where an open was found between line 1-3 and lines 2-6. This confirmed an electrical failure due to an open in the cable.

Manufacturer narrative:
Patient information was unavailable from the site. The customer site has not approved service and investigation by the manufacturer, thus no findings possible. Service not approved by customer.

Event description:
A medtronic representative reported that during a procedure, the imaging system displayed a red 'x' for the status of the image acquisition system (ias) to mobile view station (mvs) connection. The system was rebooted multiple times without resolution. The umbilical cable and dongle connections were verified to be secure. The use of the imaging system was discontinued because of this issue. There was a reported delay to the procedure of less than 1 hour due to this issue. The procedure was completed successfully, and no adverse effect on the patient was reported. No additional details were provided.